Manufacturer narrative:
(B)(4). According to the complainant, the suspect device remains implanted and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary rx partially covered stent has been implanted to treat a biliary stricture due to cholangiocarcinoma during a stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed with 1.5 centimeters of the stent was left outside the papilla. However, within 5 seconds after complete deployment, the whole stent was vacuumed/ sucked inside the bile duct due to normal peristalsis, leaving no part of the stent in the duodenum. Reportedly, the stent remains implanted and another wallstent biliary rx partially covered stent was placed inside the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.